Event description:
A malfunction alarm with the code malf 12 was reported by the customer. It is unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support provided pump reset information and assisted the customer in resetting the pump. However, the charging pad would not light up during the reset attempt, leaving the customer frustrated and requesting a follow-up call in an hour. Upon follow up customer stated the issue with the malfunction was resolved.